Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd occurred in alarm history.

Manufacturer narrative:
Other, other text: additional information g4 updated a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: correction information h6, h10

Manufacturer narrative:
Other, other text: additional information g4 updated a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction information h6, h10.

Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: according to the investigation, repair notes from work completed by a smiths medical field service technician at the customer facility. The repair note reported that the device was missing seal in battery compartment. The customer's reported problem was not confirmed. The glue installed pre paa procedure. The problem source of the reported problem is unknown.